Event description:
The facility reported a failure code 570:320:1844:0000 found during biomed testing. There have been no incident reports filed since the last baxter service event. No additional information.